Event description:
During a routine sales visit, the customer reported an event that occurred approx 4 months earlier (date is uncertain, but estimated to be in (B)(6) 2011). At the time of the event, a female pt was being set up in the MRI to receive propofol during the MRI scan. At this time, both the MRI technologist and anesthesiologist were preparing the MRI infusion pump, and the anesthesiologist used the pump's dose rate calculator. When the infusion began, a bolus of an undetermined volume of propofol was delivered to the pt in a short time, and the anesthesiologist was not aware he had activated the bolus feature. The anesthesiologist took immediate measures to prevent pt injury, and as a precaution, the pt remained in the hospital overnight. No injury resulted from this event. The pump was checked by the hospital's technical staff, and was placed back into clinical use. The MFR was not notified at this time that a problem had occurred. The pump had been used on multiple occasions since this event without any problems in the last 4 months.

Manufacturer narrative:
Device evaluated by MFR: initial report was received from the health care professional indicating that the device (infusion pump) was examined by the hospital staff. Info was obtained from the customer interviews, and the customer's inspection of the equipment. This report was delayed due to the inability to obtain any additional info from the hospital. Numerous attempts were made to reach the anesthesiologist involved with the event over a 3 week period. Several messages were left with the anesthesia dept head, but no response has been received. Eval: methods - the hospital's clinical engineer, and two MRI technologists present at the event were interviewed regarding the event and the use of the device. It was attempted to examine the pump's history log info at the time of the event, but the hospital had not maintained the pump's internal battery that retains the history log. Info gathered during this period was used to attempt to reconstruct the event to establish the possible cause(s) of the event. Additional MFR narrative: results - during a routine sales visit on (B)(4) 2012, the iradimed sales rep learned from the customer that an event that occurred approx 4 months earlier (date is uncertain, but estimated to be in (B)(6) 2011). At the time of the event, a 3850 pump (serial number (B)(4)) was being used to deliver sedation (propofol) to a female pt during an MRI scan. At this time, both the MRI technologist and anesthesiologist were preparing the MRI infusion pump, and the anesthesiologist used the pump's dose rate calculator. At this time, the pump was programmed to deliver a primary infusion with a dose of 50 mcg/kg/min at approx 15 ml/hr, with total volume of 20 to 30 ml to be delivered (the MRI technologist was unsure of the exact vtbi value). When the infusion began, an undetermined volume of propofol was delivered to the pt in a short time, which was probably due to the anesthesiologist not being aware he had inadvertently also activated the bolus feature. The pt's pulse oximeter values dropped suddenly, and the anesthesiologist took immediate measures to prevent pt injury. As a precaution, the pt remained in the hospital overnight. No adverse outcome was reported regarding this event. Following the event, the mridium 3850 pump was checked by the hospital's technical staff, and was subsequently placed back into clinical use. The MFR was not notified at this time that a problem had occurred. The pump had been used on multiple occasions since this event without any problems in the last 4 months. This pump also had a second channel attachment (channel b) connected to the pump, but this was not in use at the time of the event. Further attempts were made to obtain more info regarding the event, and phone calls were made and messages left for the anesthesia dept on january 25, february 10, february 13, february 14, february 17, and finally february 20. On february 14, contact was made with the hospital clinical engineer, and he confirmed the pump had been examined, and no problems with the operation of the pump were found. It was also confirmed at this time that the internal history log battery had been depleted prior to the event, and no info regarding the events was contained in the log. This pump was approx 3 years old, and had not had this lithium-coin battery replaced since the initial shipment in 2007. Product examination: as the 3850 pump was returned to use by the hosp, and used for 4 months after this event without problem, it was decided no additional info could be obtained from the examination of the pump. During the visit of the iradimed sales rep on (B)(4) 2012, he also observed the pump during use, and reported it functioned normally during use. Product history event log examination: due to the depleted lithium-coin battery, no info regarding the event was contained in the internal history log. During the (B)(4) visit by the iradimed sales rep, the rep observed the pump message indicating the internal battery was depleted, but no action had been taken by the hospital staff. At this time it was recommended that this battery be replaced by the sales rep. When the clinical engineer was contacted on february 14, it was also recommended that this internal battery be replaced, and to facilitate this, a replacement lithium-coin battery was sent to the hospital clinical engineer for this pump. It was confirmed on (B)(4) that the hospital clinical engineer had replaced this battery with the fresh battery provided by iradimed corp. Investigation conclusions: based on the available info, the probable cause of this event was accidental activation of the bolus feature during programming the dose rate calculator, and this was not detected by the anesthesiologist before the infusion began. To do this in the dose rate calculator, it requires at least 3 additional key-press steps to activate the bolus mode with these settings. The MRI technologist stated that the staff does sedations in the MRI on an infrequent basis, which can possibly explain the anesthesiologist's unfamiliarity with the pump's programming and settings. This pump is intended for use inside the MRI, and is not used routinely in other parts of the hosp. At iradimed corp's office, the hospital's pump settings were duplicated with another pump with the bolus activated. Using the reported pump settings with propofol (from the programmed values, it is estimated the pt's weight was approx (B)(6)), the bolus was infused first, with 6.8 ml being delivered at a rate of 408 ml/hr in 1 min. At the end of this first minute, the primary infusion would have continued with a rate of 15 ml/hr for the remaining volume of 23.2 ml. At this rate, the infusion would have continued another 1:32 hours before the infusion ended. It is believed that the infusion was ended as soon as the problem was discovered. It is unk how quickly the anesthesiologist recognized the problem and stopped the infusion, but it must have been a short time, as it was confirmed that no injury to the pt occurred during this event. The training info for the use of the bolus was reviewed with the MRI technologist on (B)(4) during the visit, and it was agreed this info would be reviewed with the appropriate clinical staff. No further action is considered necessary at this time.